Manufacturer narrative:
It was reported that the compressor mini was not working. Our on site service technician found that the transformer needed to be replaced. There is no information regarding if the transformer was replaced. Since no goods was returned for further investigation the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor was not working. The patient involvement is unknown. Manufacturer's ref #: (B)(4).